Event description:
As reported, sealant was not delivered and got stuck to the 6/7f mynx grip device following deployment. There was no reported injury to the patient. The deployer was noted to be trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx vcd prepped according to IFU without any difficulty noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no vessel tortuosity and no presence of pvd/calcium near or in the vicinity of the puncture site. There was no scar tissue in the vicinity of the puncture site. No unusual force was used or needed while retracting the unknown 6f sheath. There were no kinks noted in the sheath or the device after removal. Fingertip compression was maintained on the skin during removal of device and hemostasis was achieved by using manual compression. The device will not be returned for evaluation as it was not saved

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sealant was not delivered following deployment. It was noted that no sealant was stuck to the device. There was no reported injury to the patient. The deployer was noted to be trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx vcd prepped according to IFU without any difficulty noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no vessel tortuosity and no presence of pvd/calcium near or in the vicinity of the puncture site. There was no scar tissue in the vicinity of the puncture site. No unusual force was used or needed while retracting the unknown 6f sheath. There were no kinks noted in the sheath or the device after removal. Fingertip compression was maintained on the skin during removal of device and hemostasis was achieved by using manual compression. The device will not be returned for evaluation as it was not saved.

Manufacturer narrative:
As reported, the sealant was not delivered following deployment. It was noted that no sealant was stuck to the device. There was no reported injury to the patient. The deployer was noted to be trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx vcd was prepped according to IFU without any difficulty noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no vessel tortuosity and no presence of pvd/calcium near or in the vicinity of the puncture site. There was no scar tissue in the vicinity of the puncture site. No unusual force was used or needed while retracting the unknown 6f sheath. There were no kinks noted in the sheath or the device after removal. Fingertip compression was maintained on the skin during removal of device and hemostasis was achieved by using manual compression. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the device, fully retracted. The advancer tube was on the catheter shaft, covering the balloon proximal tip. The sealant was exposed to blood, adhering to the device components as received. The device was inspected for damages that may have contributed to the reported event, and no damages or anomalies were observed. Per functional analysis, the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure was observed. A product history record (phr) review of lot f2133602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device preformed as expected per the IFU., and the root cause of the reported incident could not be conclusively determined. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2133602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sealant was not delivered following deployment. It was noted that no sealant was stuck to the device. There was no reported injury to the patient. The deployer was noted to be trained in using the mynx device. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted prior to use. The mynx vcd prepped according to IFU without any difficulty noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was no vessel tortuosity and no presence of pvd/calcium near or in the vicinity of the puncture site. There was no scar tissue in the vicinity of the puncture site. No unusual force was used or needed while retracting the unknown 6f sheath. There were no kinks noted in the sheath or the device after removal. Fingertip compression was maintained on the skin during removal of device and hemostasis was achieved by using manual compression. The device will not be returned for evaluation as it was not saved.